Event description:
The male and female implants are backing out/loosening during patient use with no impact to the patient.

Manufacturer narrative:
4247 - a limited investigation was able to be performed with no results able to be obtained.